Manufacturer narrative:
The t:slim x2 user guide states: do not reuse cartridges. Reuse of cartridges may result in over delivery or under delivery of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a minimum fill notification after filling the cartridge with insulin during the load process. Reportedly, the customer was attempting to refill an existing cartridge. After multiple attempts through the load sequence the customer was able to complete the load process. There was no impact to the customer's blood glucose level.